Event description:
An incidental report of the patient's death was made during a routine business transaction between animas and medicare.

Manufacturer narrative:
At this time, there is no report of a pump malfunction causing or contributing to this patient's death. If additional information is obtained, a supplemental report will be filed. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be field. No conclusions can be made at this time.